Event description:
The physician performed closure of an arteritomy site with the perclose proglide device following an unk procedure. Hemostasis was achieved without issue. Reportedly, "approximately a couple of weeks after the procedure, the pt presented to the hosp and it was determined that the common femoral artery (cfa) was occluded." The pt was taken to surgery for repair of the artery. After multiple attempts to speak with the customer, no additional info was received.